Event description:
It was reported that the patient fell on the ilet during gym class, resulting in a damaged and unusable screen and subsequent trouble using the device; the device was synced prior to shutdown, and a replacement was arranged while the original will be returned. Symptoms included no injury to the user. Outcomes included interruption of therapy due to loss of display function and planned replacement of the device. Investigation included complaint handling, user interview, and request for return for evaluation. Investigation of this case revealed physical damage to the display consistent with external impact. It was concluded that the event was due to accidental physical damage, not a device malfunction, and that the device will require replacement. The patient can continue to use the dexcom g7 app or receiver, and existing ilet data will not transfer to the replacement, which will require a standard startup process.